Manufacturer narrative:
Correction: the device history record was not review prior the initial report on (B)(4) 2011 but on (B)(4) 2011. (B)(4). Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap was not returned with the pump. Visual inspection revealed no damage to the battery compartment. A review of the pump history showed dates from (B)(4) 2012; however the date of the power complaint was (B)(4) 2011. The data for (B)(4) 2011 is unavailable for review due to continued pump use. The power complaint could not be adequately investigated due to unresponsive up and down arrow keypad buttons.

Event description:
This complaint is being reported due to the power issue. The animas pump is signaling an alarm of low battery. Reportedly, the patient is unable to remove the battery cap to replace the battery. There was no adverse event associated with this complaint.